Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was a call service 064 alarm. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/03/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/15/2017 with the following findings: confirmed issue in black box history but was not able to reproduce during investigation. Call service 064-0001 alarms (occlusion during prime) observed in black box. Rewind, load and prime steps performed successfully. Pump exercised for 24 hours with no alarms occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).